Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the hemorroids region during an internal hemorrhoids procedure performed on (B)(6) 2025, for the treatment of ligature. During the procedure, the two bands were deployed successfully. When attempting to deploy the third band, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050510 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 device was returned and during visual inspection, no damage was found. The suture wire was returned with seven knots. Also, the ligator housing was returned without any band attached to it. Additionally, two bands were returned separated from the housing ligator and they were found in good condition. No other problems with the device were noted. The reported event of band unable to deploy was not confirmed. The device was returned without any damage and that the suture wire was returned with seven knots. The most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, the most probable root cause is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050510 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the hemorroids region during an internal hemorrhoids procedure performed on (B)(6) 2025, for the treatment of ligature. During the procedure, the two bands were deployed successfully. When attempting to deploy the third band, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block a1 (patient identifier), block b5 (describe event or problem), and block e1 (initial reporter city) have been updated based on the additional information received on december 18, 2025. Block h6: imdrf device code a050510 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the hemorroids region during an internal hemorrhoids procedure performed on (B)(6) 2025, for the treatment of ligature. During the procedure, the two bands were deployed successfully. When attempting to deploy the third band, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 18, 2025 it was confirmed that the type of procedure performed was an internal hemorrhoid ligation procedure.